Event description:
It was reported that the screen was blank after powering on the programmer. The programmer was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced. (B)(4).